Event description:
Information was received from a patient's (pt) representative (pt rpe) regarding an external device. No equipment available. It was reported that the pt has been having problems for the last couple of weeks trying to recharge implanted neurostimulator (ins). Pt rep stated they've tried to reset controller and cleaned the connections but that did not solve issue. Pt rep explained that the issue is intermittent and that controller some days does not even turn on. Pt rep did not have equipment, they stated they will call back later tomorrow to troubleshoot. Additional information was received from the pt rep. They called back with the pt present for troubleshooting. Pt described seeing what patient services (ps) understood as passive recharge mode (prm) screen which would not advance while attempting to charge the ins over the last 4 days. Pt indicated they had been trying for over two hours today. Pt rep also described the lock unlock icon on touchscreen being unresponsive in the past. While collecting device model/serial numbers, ps had pt rep reset the controller with the battery pack inspect recharger (rtm) cord without detecting any visible damage. After pressing recharge on 'no device found' screen, pt described seeing passive recharge with numbers 94/95/96. Recharging screen did not advance from prm. Ps noted no record of rtm ever being replaced since pt was implanted. A replacement rtm was requested via the exchange program.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (b)(6, UDI#: (B)(4). Date is approximate. Month and year are confirmed valid. H3: product ID: 97755, serial/lot #: (B)(6), was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.